Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the 512s trocar was inserted into the primary port. Then, the scope was placed in the trocar. Once the scope was inserted, he heard gas leaking and noticed the tear in the seal. There was no consequence to the pt.